Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer experienced an elevated blood glucose of 577 mg/dl. Customer administered a correction injection to address the high. Customer reverted to an alternate method of insulin therapy.